Event description:
Using valleylab suction coagulator (e2505-10fr, lot#60414) for tonsillectomy, blister was noted on pt's right lower lip in area where insulated shaft was resting during cauterization.